Event description:
The implantable neurostimulator (ins) became infected. The ins was removed and a new ins was placed in a different location on the same day. The pt was doing well.

Event description:
The patient¿s health care provider (hcp) reported on (B)(6) 2014 that the onset date of infection was approximately (B)(6) 2009. The patient did not have meningitis. The patient experienced redness, drainage and chills. The primary location of the infection was at the device pocket which was the culture source. The type of organism found was rare polymorphonuclear cells but no organisms found. Later a gram stain of superficial tissue came back gram positive cocci. Oral antibiotics were administered (which were effective) and partial device system explant was required. The infection resolved. In regards to the defective device, the company representative did an evaluation of the stimulator and had difficulties. It was suggested that there was a problem at the connection in between the lead and connector. It was recommended that the wound be re-explored to evaluate the connection. On (B)(6) 2009 no connection between the lead and connector were found. During the partial device explant on 04/10/2009 previously mentioned, the ins was removed, irrigated, placed in betadine and then placed back inside the patient but the ins did not work. A new incision was made to place a new ins cephalad and then the old ins was removed. The patient was seen in the office on (B)(6) 2014 and was doing well. The patient has returned to much of her normal activities.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had developed a staph infection at the surgical site.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was noted that when the patient later went to turn the device on it was defective. It was noted that the caller was unsure what exactly was defective about it. It was noted that the patient was implanted with a whole new system.